Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26328. It was reported the pt underwent a surgical procedure to replace her ipg for an unrelated issue. During the procedure, it was identified the pns leads (off label) were tangled at the ipg site. The physician elected to explant the pns leads and lead extensions. It was noted the leads were not replaced; however, effective stimulation was achieved using the existing tripole lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.